Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic rectum anastomosis procedure, the circular stapler was fired but did not cut the tissue. The device was attached to the tissue while being removed carefully and has to be cut off with the help of the scissors to separate from the tissue. There was no problem controlling the device but the knife could not cut a 30% portion. It was also found that the device was in tilt-top position after application. There was no patient injury.